Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 300-30-06 - equinoxe preserve stem 6mm (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-02-46 - 46x21mm glenosphere high moment arm.

Event description:
It was reported that this 81 y/o male patient's left shoulder was revised approximately 4 years post op. Surgeon revised an exactech reverse shoulder due to a displaced 46 liner. He removed a 46 inset glenosphere and displaced liner and replaced with a 42+4 glenosphere and a 42, constrained, 135 degree liner with new locking mechanism.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.